Event description:
A malfunction alarm with malfunction code 16 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, but the malfunction recurred, leading to a decision to replace the pump. The customer was informed about the replacement process, confirmed the shipping details, and opted to use manual daily injections as a backup insulin therapy. Tandem instructed the customer on returning the faulty pump using a provided pre-paid label and return box.